Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2019-16052. It was reported that the patient presented in clinic for follow up. Upon review, it was revealed that the implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. Also, lead noise was observed on the right ventricular channel. Programming changes were made. The patient was stable.